Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable glucose results for one patient using strips from two different vials of lot 474986. With accu-chek inform ii meter serial number (B)(4): at 2:17 pm, , the result was 18 mg/dl. At 2:34 pm, the result was 13 mg/dl. With accu-chek inform ii meter serial number (B)(4): at 2:37 pm, the result was 140 mg/dl. At 5:04 pm, the result was 61 mg/dl. At 6:18 pm, the result was 58 mg/dl. All testings were from fingersticks. According to the nurse, the patient was exhibiting symptoms of hypoglycemia. However, the patient was not diabetic and there was no history of hypoglycemia in his records. An unspecified amount of dextrose was administered after the result of 18 mg/dl, 13 mg/dl, and 61 mg/dl as treatment. No laboratory testing was performed. On (B)(6) 2016, the patient's current status was reported as stable. The patient was not adversely affected. Controls performed on both meters within 24 hours of this incident were valid and were passing. The two vials of strips were requested to be returned for further investigation.

Manufacturer narrative:
No customer material was received for investigation. No information was provided that would point to a cause for the result discrepancy. None of the given medications/treatments are currently known to interfere with the accuracy of the test results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.